Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacing inhibition due to oversensing noise was observed on the rva lead. Lead was capped on (B)(6) 2016. A new lead was implanted since the patient was dependent. Patient was stable.